Event description:
It was reported that during a remote follow-up, the device was unable to connect to the mobile transmitter via bluetooth telemetry. The patient was seen in clinic, and a magnet was applied to reactivate the bluetooth. Additionally, the implant date was reprogrammed into the device as it was missing. There was a transmission in merlin.net that showed the device had very little battery left. However, following interrogation, the battery was nearly full. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.